Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a bad connector. The device evaluation found there was socket wear and the connector has push bar damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the video system center had b30 occur when connecting multiple scopes. The issue was found during preparation for use. The diagnostic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to wear of the connector socket, it became unstable connecting status, and communication abnormality with the scope occurred, and then b30 was displayed. Olympus will continue to monitor field performance for this device.